Event description:
Additional information has been received stating the system displayed a system message regarding the vacuum and locked. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an unspecified vacuum issue during a surgical procedure. The equipment was restarted and the fluid management system and accessories were exchanged with no resolve. The system locked with no system message displayed. The system was exchanged to proceed and there was no harm to the patient. Additional information has been requested.